Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning for low pacing impedance. The current measurement was within normal range. The lead remains in use. No patient complications have been reported as a result of this event.